Manufacturer narrative:
Corrected information d4 (updated from 2017939fob to 2017939fub) investigation conclusion the customer reported they had an issue with a leg bag. The foley had been clamped after instilling intravesical chemotherapy and a urine leg bag was applied as per protocol. When the dwell time was completed, the foley was unclamped but there was no urine/chemo coming out. The patient stood up and urine/chemo stated coming out around the foley, not into the leg bag. The foley was clamped again and the leg bag was replaced with another leg bag. This time the urine/chemo went right into the leg bag. There was no harm to the patient but discharge was delayed a few hours due to device replacement and clean up of the spill. This report is for product 145516, urinary leg bag,lge., with lot number 2017939fub, manufactured in jun-2020. The manufacturing batch record was reviewed and indicated that the product was released accomplishing all quality requirement. Two (2) samples were returned for evaluation. Functional testing performed using an underwater test did not confirm the report of leak. The samples met specification as no leak was identified. A risk analysis was performed utilizing complaint occurrence level and severity of product defect, obtained from risk documentation, trend analysis and historical complaint review. The overall risk was determined as acceptable. The root cause unable to determined. This product undergoes a 100% under water leak test prior to release. This test checks for bag leaks and/or occlusions. Additional action will not be taken at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they had an issue with a leg bag. The foley had been clamped after instilling intravesical chemotherapy and a urine leg bag was applied as per protocol. When the dwell time was completed, the foley was unclamped but there was no urine/chemo coming out into the drain bag. The patient stood up and urine/chemo stated coming out around the foley, not into the leg bag. The foley was clamped again and the leg bag was replaced with another leg bag. This time the urine/chemo went right into the leg bag. There was no harm to the patient but discharge was delayed a few hours due to device replacement and clean up of the spill.